Manufacturer narrative:
Customer report was confirmed. The catheter was returned inside the standard open tray. The tray is deformed on one side and the catheter appears to have became damaged due to the damaged tray. The catheter is slightly bent and there is a kink in the catheter body when the tray became damaged. The catheter was not used. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Packaging damaged or out of spec; reportedly on opening package inner tray seemed/appeared bent. Inside holding catheter tray appeared narrowed and not usable "kinked in package". There were no patient complications.